Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "delayed keypad" was experienced during eval. Eval found the delay to be caused by a failed processor printed circuit board (pcb) the failed processor pcb was replaced.

Event description:
During baxter's eval it was found that a spectrum pump had a delayed keypad response. There was no pt involvement.